Event description:
It was reported that during equipment testing conducted at the user facility , the drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during equipment testing conducted at the user facility, the drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Manufacturer narrative:
During the device evaluation, a number of worn components were found including a damaged driveshaft bearing. Increased friction due to a worn driveshaft bearing is a probable cause of the reported overheating.